Event description:
It has been reported to philips that the system shut down and would not boot back up. There was no reported patient or user harm. The customer stated that they restarted two or three times without resolve. The customer then performed a full shut down and restart which resolved the issue. A philips field service engineer (fse) inspected the system onsite and could not confirm the reported problem. Review of the system log files did not show any start up errors. The system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system and couldn¿t confirm the reported issue. Review of the system log files did not show any start up errors. The customer restarted two or three times without resolve and then performed a full shut down and restart which resolved the issue, system was returned to use in good working order. The codes were updated based on the investigation outcome.